Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was not directly confirmable using artemis. However, occurrence of c-43 errors logged on 10/23/2025 with initial occurrence at 12:01 pm (artemis time) highly likely to be related to the reported event. M-b1 and m-32 errors also logged in artemis. Inspection during fa process was able to find issues that may be related to the reported event but could not replicate on site. C-00 errors in erbe logs from 10/23/2025 corroborate with c-43 errors logged in artemis and date for referenced c-00/c-35 fault occurrence. The unit was tested on system, no errors at startup. All operational tests were successful. Additional m-31, c-84 errors were found in erbe logs. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was getting c-00 errors on the integrated electrosurgical unit (iesu) [erbe]. Prior to calling in, they power cycled the erbe but was unable to clear the error. Technical support engineer (tse) viewed system logs and noted errors c-43. Tse advised plugging the erbe power cord into a different outlet, but they did not have another one available. Tse asked if they have other systems not in use and they were unsure. Tse asked if they had a covidien force triad and they were unsure as well. There was no reported injury,